Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and systemic lupus erythematosus ('suspected lupus') in a female patient in her thirties who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), fatigue ("significant fatigue"), malaise ("malaise"), urticaria chronic ("chronic urticaria"), oedema ("oedema"), alopecia ("hair loss") and tooth loss ("tooth loss") and was found to have blood pressure decreased ("fall in blood pressure"). The patient was treated with surgery (operation planned this year for removal of tubes and uterus). At the time of the report, the abdominal pain, musculoskeletal pain, systemic lupus erythematosus, depression, fatigue, malaise, urticaria chronic, oedema, alopecia, tooth loss and blood pressure decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, blood pressure decreased, depression, fatigue, malaise, musculoskeletal pain, oedema, systemic lupus erythematosus, tooth loss and urticaria chronic with essure. The reporter commented: operation planned this year for removal of tubes and uterus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.